Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the wire of the device had wiring with exposed copper. There was patient involvement; no patient impact.